Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. Base hardware failure and battery communication timeout error was found in the event history log. Base hardware failure was found at power up process and later a battery communication timeout error was followed. The root cause of the reported issue was found to be the interconnect board does not operate as intended which was causing of the battery communication timeout. Replaced interconnect board and battery. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the no battery power-not battery occurred. No patient injury was reported.